Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter had read inaccurately high. The patient tests her blood glucose 3 times a day. She typically tests 2 hours after each meal and occasionally before meals. She takes a set dose of 70 units lantus insulin at bedtime everyday. The patient also takes sliding-scale novalog insulin based on her post-meal meter readings. The patient mentioned that she had been getting higher than normal meter readings for about a month prior to calling lfs on the same day. She stated that her normal post-breakfast blood glucose levels are around "160-180 mg/dl." On the same day, at around 7:00-8:00 am, the patient tested her blood glucose before breakfast and got a result of "265 mg/dl." Actual results of :141 and 230 mg/dl" were found in the meter's memory. Since her blood glucose level was high, the patient decided to skip breakfast and took 3 units of sliding-scale novalog insulin. Within 20 minutes of taking the insulin, the patient began to feel shaky and tired. The patient did not test her blood glucose while she was symptomatic. She administered self-care by drinking a 1/2 can of soda. The self-treatment relieved her symptoms. When she started feeling better, she retested and got a result of "167 mg/dl." The patient denied seeking or receiving medical attention from a health care provider. Her blood glucose was not tested on another device during the time of concern. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. She did not have control solution to perform a quality control test. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and test strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.